Event description:
The lay user/patient called lifescan (lfs) on 10/05 and alleged that his meter would not power on. The medical affairs specialist spoke to the pt the next day and obtained/verified the following info. The pt stated that his meter had been working intermittently for the past 1 to 2 months. Approx 3 weeks ago, the pt became dizzy and fell down several times. He then blacked out and woke up, the following day, in the hosp. He stated that his family was able to pick him up and take him to the hospital. He was unable to state if he attempted to test on the day of the event because he does not remember. He was treated with an IV, but he does not know what kind of treatment he received. He was unsure about whether or not he was suffering from high or low blood glucose. He guessed that it was high because of what he had been eating. The pt takes metformin twice daily and he continued to take his pills as directed. The battery was less than 1 year old and was correctly installed, and the battery contacts were in good condition. The power issue was not resolved with troubleshooting.